Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09678. It was reported that a patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator delivered high voltage therapy for true ventricular tachycardia, but the right ventricular lead exhibited high defibrillation impedance. The device then delivered an elective replacement indicator alert due to normal battery depletion. After the alert was received, the device exhibited a charge time out, in which the capacitor charge time limit was reached. Programming changes were made and a device replacement procedure was considered but not implemented.